Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a code 44861. The event occurred during start up, there was no patient involvement.

Manufacturer narrative:
D9: device received on 7/15/2024. One device was returned for repair in used condition. Visual evaluation found the device in good condition. There was a previous service, dated: 28-feb-2024, that replaced ¿alarm code 44681 part¿, which was related to the current complaint. Functional testing duplicated customer's reported problem of "code 44861." The cause was an inoperable printed wire assembly (pwa) board. Replaced the pwa board to correct the issue. The device passed all functional tests after the repair.